Manufacturer narrative:
Additional info obtained from a nurse from the wound care center indicates that the pt was on v.a.c. Therapy and was being treated for a dog bite. The nurse further indicates that the pt's wound was progressing well. The nurse also indicates that she initially went to see the pt in the hosp and the pt alleged that the v.a.c. Caused a wound infection. The nurse indicates that the pt alleged that the unit was not working and would not maintain a charge, so they turned the unit off. The nurse further indicates that she does not know if the foam was removed or left in the wound after the unit was turned off. The nurse also indicates that the pt's admitting diagnosis was cellulitis of the wound and the pt was only hospitalized for a short period of time. The unit passed the device evaluation when plugged into the wall; when the unit was on battery mode, it would only operate for a small period of time.

Event description:
It was reported that the v.a.c. Device that the pt received would not hold the charge. Allegedly, because the v.a.c. Device would not hold the charge, the pt developed an infection and had to be hospitalized.